Event description:
On (B)(6) 2011 at 10:30am, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter did not power on. On (B)(4) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on (B)(6) 2011 at 03:00pm, one hour prior to the start product issue, be became "thirsty and showed presence of ketones on a ketone strip" which prompted him to test. The patient reported that the alleged product issue began on (B)(6) 2011 at 04:00pm. The patient reported that when testing with his meter, the meter would not power on. The patient immediately used his backup meter to obtain a blood glucose result of "440mg/dl." The patient further reported that when the issue occurred, he made no changes to his diabetes management. The patient further stated that no treatment was received due to the product issue. At the time of troubleshooting with a customer care advocate (cca), it was noted that no misuse of the subject meter occurred. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient symptoms began prior to the start of the product issue and there was no indication that the patient's symptoms deteriorated after attempted use of the subject meter. However, this malfunction is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.